Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as 2134265-2013-01794. It was reported that post a coronary artery treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. Lesion 1 was a bifurcated lesion located in the mid left anterior descending artery (lad) with 90% stenosis and was 23 mm long with a reference vessel diameter of 3.2 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 28 mm taxus liberte stent. Following post-dilatation the residual stenosis was 25%. Lesion 2 was a bifurcated lesion located in the 1st diagonal with 70% in-stent re-stenosis and was 24 mm long with a reference vessel diameter of 2.7 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 28 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with severe chest pain and was hospitalized on the same day. Admission ECG revealed st elevation in the anterior precordial leads. Cardiac enzymes were noted to be elevated, and the patient was diagnosed with an acute anterior st-elevation myocardial infarction and cardiac catheterization was recommended. At the time of the event, the patient was not taking aspirin and the study drug per protocol. The patient "had stopped aspirin 6 days prior to onset of the event for a planned back injection. Effient was stopped about 1 year back." The 95% stenosis present at the proximal edge of previously placed study stent in the mid lad with timi 2 flow was treated with thrombectomy followed by balloon angioplasty with 5% residual stenosis. Ivus revealed stent edge overhanging into the proximal lad as well from the 1st diagonal branch stents. The event was resolved and the patient discharged on aspirin and brilinta. The patient was recommended to remain on an uninterrupted dual antiplatelet therapy, given the stent overhang of the 1st diagonal branch into the mid lad, which may have accounted for the late stent thrombosis.